Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire inserted into an introducer needle was returned for evaluation. The outer wire of the guidewire was noted to be stretched in multiple places. The inner core wire was not visible in the portion of the guidewire distal to the introducer needle and was not attached to the distal tip. No damage was noted to the introducer needle bevel. Based on these findings, the investigation is confirmed for the reported guidewire insertion issue, specifically due to a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include insertion technique and retraction against the introducer needle bevel. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the guidewire extended when the guidewire was inserted into the needle. There was no reported patient injury.